Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot was performed. A review of in-house strip testing on the reported lot found that all results met accuracy criteria. The product performed as expected and no product deficiency was identified. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient initially called regarding the inratio system withdrawal notification. The patient reported the following unexpected low inr results while testing using the inratio system: the patient was taken off of coumadin for a planned procedure conducted on (B)(6) 2017. On (B)(6) 2017, the patient began 6 mg of coumadin daily in addition to 120 mg of lovenox taken twice daily. On (B)(6) 2017, the patient received an inratio inr result of 1.2. On (B)(6) 2017, the patient tested again and received a second inratio inr result of 1.2. On (B)(6) 2017, the patient tested a third time and received another inratio inr result of 1.2. The patient's therapeutic range was reported to be 2.0-3.0. The patient reported expecting the inr result to have increased during the testing period. The patient reported testing using expired test strips.